Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors can include storage location as detailed in the IFU and or a raw material issue. The clinical evaluation concluded: without the requested relevant clinical information, the information provided is insufficient to determine the causal relationship between the s&n device. The associated risk files contain the reported failure, with no additional actions necessary. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, complaint history file contains further instances. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that dressings with lack of adhesiveness, the dressing has displaced from the applied place and injury by pressure in the place, the silicone loosens the dressing and there is too much silicone in the liner and no silicone in the dressing and after removing the dressings hyperemia was detected and there was a delay greater than 30 minutes with the patient under anesthesia.